Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'ps too low'/ false downstream occlusion alarm which was not reproduced. A review of the event history log identified downstream occlusion alarms. The reported condition was verified. Evaluation found the device failing pressure testing with a reading. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "ps" was too low/ alarmed false downstream occlusion. The process step was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.